Manufacturer narrative:
The complainant was unable to provide the device upn and lot number; therefore, the device manufacture date and expiration date are unknown. The complainant indicated that the device was implanted; therefore a failure analysis of the complaint device can not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent system was placed during an ercp (endoscopic retrograde cholangiopancreatography) procedure. The stent placement took place during a procedure where multiple biliary stents were being placed. (Patient age, sex, weight, and event date are unknown). As the physician attempted to implant an advanix rx biliary stent, the already implanted biliary stent was inadvertently pushed further in to the duct. The physician used forceps to reposition this stent. There were no reported patient complications. No additional information regarding this event is available.